Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the display fell on a patient; the display was damaged. The device was in clinical use at the time the issue was reported. The fell onto the patient. The extent of the patient injuries, and other patient details is not available at the time.